Manufacturer narrative:
Device manufacturing date: (B)(4) was manufactured 07/19/2017. Device manufacturing date: (B)(4) was manufactured 11/20/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot numbers are r17g18057 and r17k18068. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur irrigation set would not flow. There was no patient involvement. No additional information is available.